Event description:
An electrolytic capacitor vented in the lower section of the unit. No pts or operators were in the area/room. The unit was in a "standby" condition. Venting resulted in smoke -- no fire.